Event description:
It was reported that at a visit in clinic in (B)(6) 2024, the estimated remaining battery longevity was over 2 years, however on (B)(6) 2025 an elective replacement indicator (eri) alert was received and confirmed at a visit in clinic. Premature battery depletion was suspected. The pacemaker was explanted and replaced. There were no patient consequences.

Event description:
New information received clarifies that a remote transmission on (B)(6) 2025, indicated the elective replacement indicator (eri) had been reached on (B)(6) 2025

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Review of several session record indicate atrial lead impedance lower than nominal which draws higher than nominal current consistent with variation in longevity estimation noticed. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitude measured normal current, and no indication of premature depletion found. Longevity assessment was performed and the device exceeded seventy-five percent of projected longevity indicating normal battery depletion.